Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site telephone). A getinge field service engineer (fse) was dispatched at the site and found its shadow screen coming on display at the time of main switch on. Then checked display board along with video generator boards and its all connectors connection properly & refitted with circuit board once again properly. Then checked white ribbon cable connector properly & found its ok. Then checked it¿s all safety test & found all parameters are passed successfully within range. Then machine connected with balloon and found its working ok. After all handed over to the department in good working condition.

Event description:
N/a.

Manufacturer narrative:
Due to character limit e1 contact person name- (B)(6). This is a sys98 upgraded to cs300, therefore UDI and other product specific details provided are of cs300 pump. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check 98xt upgraded into cs300 intra aortic balloon pump (iabp), the display was not working properly. There was no patient involved.